Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the stations. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to multiple stations. A technical support specialist (tss) found that stations were placed on critical override, secure link access errors, zero devices communicating despite devices being live, and failed package deployments on the carefusion coordination engine (cce) application server. Interface health, xml processing, and message broker status were reviewed, and the interface team was engaged for failed deployment analysis. Then the tss worked with interface engineers, in message tracing and confirmed that admit discharge transfer (adt) messages were current and orders were crossing after an identified inbound processor non-concurrent error was resolved by restarting the service. Customers across impacted facilities were updated throughout, advised on interim actions, and asked to validate with pis teams where needed. The customer later confirmed that orders were successfully crossing. The system functioned as intended after the technical support specialist troubleshot the device.